Event description:
The company received a report that during pt use, the inflation line on the device separated from the cannula. Replacement of the tube was required. The tube was replaced without incident.

Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg plant for investigation. If significant info is identified during the sample investigation, a summary of the findings will be provided in a supplemental report.